Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (identification of evaluation codes 10, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. The actual sample was visually inspected upon receipt, and found that the sampling line tube and the purge line tube had been cut off, and no other anomaly on the appearance of the device. The actual sample was rinsed, dried and built into a circuit. Bovine blood was circulated in the circuit, while the pressure drop was determined at each flow rate. The obtained values were confirmed to meet the factory's specifications. No obstruction was confirmed. The actual sample was then flushed with water, and no clot was found inside the actual sample. Review of the device history record and product release decision control sheet of the involve product / lot number combination confirmed that there were no indications of anomalies in them. From the available information, with the actual sample, after having been rinsed, being verified to be normal, and the cause of this complaint cannot be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 28, 2019. (Device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass an increase in pressure was noted 70 minutes into bypass. The surgical field was inspected and it was determined there was nothing obstructing the cannula or the arterial line. At this time fibrin/clot formation was noted on the top of the oxygenator but nowhere else in the reservoir or circuit. Pressure continued to increase and it was decided to change out the entire circuit. The new circuit was connected to the existing cannulas, de-aired and bypass was resumed after 2-2.5 minutes of no flow. The blood volume from the old oxy and circuit was sent to the new reservoir once bypass was resumed. Throughout the entire pump case the act was never below 421. Anesthesia ran a teg which showed no hypercoaguability. The patient weaned from bypass, is neurologically intact and has since progressed from the cvicu to the cpcu. Blood loss amount was minimal. Product was changed out. Procedure was completed successfully.